Event description:
Pt reports that cadd ms3 pump serial number (B)(6) is giving an error message "blockage detected". Pt checked tubing & did not see any visible blocks or kinks. Pt states this current pump started giving the error message about 2 weeks ago so they inspected tubing and site but saw no blocks or issues. Pt reports they restarted the pump several times but was still getting error message, so they switched to their back­ up pump & had no further issues. Pt reports that they then switched back to the original pump within the last couple days & that same pump started giving the same error message again. Pt will switch back to their back-up pump shortly. Pt also reports that they had to reduce their pump rate and slowly titrate back up per md office instructions as the pt felt they were receiving too much remodulin. Pt did not specify when they had to reduce their pump rate, but states that they are feeling better now. No add'l info details, or dates available. This is a continuous infusion. Setflow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Pump return tracking info is not available. Photographs were not provided. Sq remodulin ms3 pt. Did the reported product fault occur while in use with the pt? Yes, did the product issue cause or contribute to pt or clinical injury? Yes, if yes, was any medical intervention provided? Yes, pump rate lowered temporarily. Is the actual product available for investigation? Yes, did pharmacy replace product" yes; did the pt have a backup product they were able to switch to? Yes, was the pt able to successfully continue their therapy? Yes. Reported to (B)(6) by pt/caregiver.